Event description:
A us dist returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) was completed. The reported problem (unable to power on monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. Upon eval, the battery was excessively discharged. The root cause of the excessively discharged cell was unable to be positively identified. No adverse event resulted from the defective battery pack.